Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that his blood glucose was low. Customer stated it is low because she got a lot of exercise. Current blood glucose is 50 mg/dl and treating with food ingestion. Customer also reported that on another day she went to charge the transmitter and thought she saw a red flash but then it turned green. Now she is putting the transmitter on the charger and it flashed green a couple times and then started flashing red and she had changed the battery. Customer stated she charged the transmitter for eight hours couple of days ago. Customer also complained about the sensor glucose and blood glucose being too far apart. Customer stated that the sensor glucose reading was 80 mg/dl and her blood glucose was 407 mg/dl. Nothing further reported.